Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was noted that the patient fell last year and also had some weight loss, but was still getting more that 50% benefit or relief. The hcp reported that they had been having uncomfortable stimulation or pain when ¿on,¿ so they decided to revise/replace the system to attempt to relieve these symptoms.